Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and the tricuspid regurgitation (tr) increased. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing mr to <1. The procedure was then moved to treat tricuspid regurgitation (tr) with a grade of 3+. One xtw mitraclip was implanted on the septal and anterior leaflets. A second xtw clip delivery system (cds) was advanced and the clip deployed more central. A third xt cds was advanced and during positioning, it was noted the second clip detached from the anterior leaflet and remained attached to the other leaflet (single leaflet device attachment (slda)). A tear in the leaflet was suspected however could not be confirmed. The 3rd clip was able to be placed without issue and the tr remained at 3+. No treatment was performed for the slda clip. One day post procedure, the tr had increased from 3+ to 4+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate any similar incident from this lot. It should be noted as per the mitraclip g4 system instructions for use (IFU) indication for use, states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. There is no indication that user error of treatment of tricuspid regurgitation contributed to the reported issue. All available information was investigated and reviewed, and a definitive cause for single leaflet device attachment (slda) could not be determined. The patient effect of tricuspid regurgitation (tr) appears to be due to the slda. A definitive cause for the tissue damage could not be determined as a tear in the leaflet was suspected however could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.